Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient a result = 0.091 vs. An expected result < 0.012 ng/ml; patient b result = 0.216 vs. An expected result < 0.012 ng/ml) from two different patient samples processed on two vitros 5600 systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were identified prior to them being reported outside the laboratory. Patient a sample was repeated for an unknown reason and patient b result was repeated due to the laboratory's delta check policy. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples while using the vitros eciq system. Additionally, the sample may not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, an analyzer related issue or a reagent related issue cannot be ruled out as contributing factors. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.